Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the dark blue area (female connector) with the minicap closed. This occurred during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye was performed and a broken occluder foot was observed. Clear passage testing was performed and no issues were observed. Leak testing and clamp function testing failed due to flow through the set with a closed twist clamp. Additional leak testing was performed with the returned minicap attached to the female connector and there was no leak observed at the connection; therefore the reported condition was not verified. The broken/cracked main body was the cause of fluid flow with the twist clamp in the closed position. The cause of the damage could not be determined, however the damaged cracked/broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.